Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue regarding an unspecified quantity of y-type blood/solution sets; further described as blood products would infuse too quickly. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.